Event description:
It was reported that the patient had a fall. There was high impedance and noise on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076 implantable pacing lead (B)(6) 2007. (B)(4).